Event description:
Customer reported she received imprecise sequential readings on her freestyle freedom blood glucose monitor. Customer reported obtaining readings of 21 mmol/l and 50.5 mmol/l. When plotted on a parkes error grid the results fell out of range since the meter can not read to that extend. All tests were performed on the finger. It is unk if the customer washed her hands prior of testing. There was no report of death, serious injury or permanent impairment associated with this event.

Manufacturer narrative:
Customer's product has been requested back for an investigation. A follow-up report will be submitted once investigation results are available.